Manufacturer narrative:
(B)(4). As the reported event was a software issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. The serial number was not provided; therefore, a manufacturing review could not be performed. A CAPA investigation is in progress for the reported issue. Should additional revelant information become available, a follow-up report will be submitted.

Event description:
It was reported that upon scanning a compounding order label created using abacus, the patient name displayed did not match the serial number listed on the bag, indicating a mismatch between the patient name and the order to be compounded. This issue was resolved by baxter technical services by having the customer manually increment the order number beyond the last order saved in the abacus database. No orders with incorrect patient names were compounded. There was no patient involvement. No additional information is available.